Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a damaged internal part of the male luer lock connector, a deformation in the internal cavity. The reported condition was verified. The cause of the damage is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿damage in patient line¿ of an automated pd set with cassette. This discovered when the patient was about to connect to the cycler for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.